Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
It was reported that the unit would not power on due to a faulty battery. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer swapped out the battery and the unit powered on. The customer placed the original battery back into the unit and the unit would not power on. The customer ordered a replacement battery.

Manufacturer narrative:
G4: 08apr2020. B4: 10apr2020. The customer confirmed the unit's battery has been replaced and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.